Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had a poor fill.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 70 to 120 mg/dl. Testing performed three times daily. Customer observed low test results for about two months, since (B)(6) 2015. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from trueresult meter to doctor's meter; observed 29 mg/dl difference between readings. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not provided): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 70 to 120 mg/dl. Testing performed three times daily. Customer observed low test results for about two months, since (B)(6) 2015. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from trueresult meter to doctor's meter; observed 29 mg/dl difference between readings. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not provided): (B)(6). Adverse event not reported.